Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced inadequate pain relief. Additionally, the pump was uncomfortable to sit on. The pump was subsequently explanted. Explant date is currently unknown.